Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set twice. The customer's blood glucose (bg) level was 302 mg/dl and an insulin injection was administered. The customer went to the emergency room with diabetic ketoacidosis and was admitted to the hospital. The customer was treated with an insulin drip, magnesium and saline. The customer's bg level lowered and the customer was stable. Tandem technical support had the customer perform a system check and it was found that the insulin appeared to be clumpy at the cartridge luer; the cartridge had been in use for 4 days. The customer was discharged the next day. The customer reconnected to the t:slim pump and the bg level was fine.